Event description:
Received an urgent safety notification report dated (B)(6) 2011, on coated bio-eye orbital implant from manufacturer, integrated orbital implants indicating that specific lot numbers were not labeled with an expiration date. Ioi reported that the specific lot numbers at our facility should have had a (B)(6) 2008 expiration date. One implant, the hydroxyapatite orbital implant and conformer 18mm cat# i0018c, serial number (B)(6), lot number 36307 was implanted (B)(6) 2010 after the expiration date given to us by the manufacturer.